Event description:
It was reported by service report that the brakes were not holding. There was pt involvement and a caregiver was allegedly injured, however no injuries or adverse consequences were reported.

Manufacturer narrative:
Results: brake lever.